Manufacturer narrative:
Using an sl 10 microcatheter (details unknown) the micrusphere 10 cerecyte microcoil 3.5 mm x 6.6 cm (csp10035030/f58207) was the first coil and was placed and readjusted about 3 times. When readjusting felt it go soft as if it had stretched. The entire coil was pulled out and the case was stopped. The root cause of the coil stretching cannot be determined as the coil was returned with no major stretching observed. The very minor separation of three primary winds (not seen by the naked eye) did not affect the coil's performance during laboratory testing. In addition, without the return of the sl-10 microcatheter, it cannot be determined if this component contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
Using an sl 10 the micrusphere was the first coil and was placed and readjusted about 3 times-when readjusting felt it go soft as if it had stretched ¿waited and then did pull entire coil out-case was stopped.